Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the xenon light source used with the video system center the image disappeared for a few seconds. The issue occurred during a diagnostic procedure. The procedure was completed using same set of devices. The equipment recovered automatically and there were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 7 years since the subject device was manufactured. Based on the results of the investigation, it is presumed that these phenomena were not caused by cv-290/clv-290 but were caused by combined gif-xp290n. However, the root cause could not identify. Olympus will continue to monitor field performance for this device.